Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained proximal to the cfa bifurcation into the sfa and profunda via a 6f pinnacle sheath. The stick location was noted to be at the sfa just below the bifurcation. Peri-procedure, the patient was anti-coagulated with angiomax and plavix 600mg. A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site and the vessel size approximately 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "as the physician was deploying the sealant, the balloon popped by plaque that was eccentric along the lateral wall of the cfa just before the bifurcation". The device was removed and the patient was converted to approximately 10 minutes of manual compression. Then the patient was moved to a bed and was transported to recovery where a femostop was applied for approximately 45 minutes at the access site (on the patient's right leg). The patient was ambulated and discharged to home on (B)(6) 2013 with no clinical sequela noted. The patient was reported as doing well. It was reported that the femostop was applied as a precaution because the patient was on daily plavix and received angiomax and the patient also received a loading dose of plavix during the procedure. Since the patient was on dual antiplatelet therapy the femostop was applied to ensure the patient didn't develop a hematoma while the medicines were therapeutic.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1233402) indicated that the device lot met all established performance criteria prior to shipment.